Event description:
It was reported during revision surgery, the head could not be disassembled from the stem using the head disassembly instrument. The surgeon used a non stryker hammer and a bone impactor to try and disassemble the head from the stem. The head and stem came out together which caused the femur to fracture.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.